Event description:
It was reported that the patient had surgery on her left knee. When the drain was removed the distal tip of the drain had broken off in the patient. An additional surgery was performed on the patient's knee to remove the tip of the drain. Patient was discharged to rehab care and then home the following week.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. (B)(4).